Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by a company representative that the unit shuts down during time intensive cases.